Event description:
Additional information received reported the manufacturing representative had not heard about the patient status since the procedure. The reporter stated there did not appear to be any indication of cause of burning at the time of the procedure.

Event description:
It was initially reported (B)(6) 2013, the patient just returned yesterday from an extended hospital stay and was not able to get the stimulation off. It was making the patient crazy with tingling in legs/feet. The patient did not know how to turn the stimulation off. The patient has not recharged in 3 months and she thought the device was on. When she checked the ins with the programmer, she only received the poor communication screen and the recharger displayed only the reposition screen. Recharging was attempted but she could not get it to stay on and never received the regular recharge screen. There was a communication problem and overdischarge of the ins was suspected. Patient education issues were the primary reason for overdischarge. It was recommended for her to contact her physician. The next day it was reported that the device was giving the patient a lot of trouble. She had been in the hospital on and off since (B)(6) 2013 and had not charged the ins. The battery most likely needed to be rebooted. The patient felt a burning sensation at 2:30am last night. An ice pack was put on over the device. Later that day a manufacturer representative reported that the patient experienced a burning/sharp pain at the pocket and back which has been happening for two days. A power on reset (por) was performed today because, the ins was overdischarged. The implant was off and the patient still had pain. Additional information received three weeks later reported a manufacturer representative was contacted by an emergency room (ER) to see a patient regarding intense pain at the site of her generator. It was noted the patient, who suffered from dementia, was unable to pinpoint the painful areas. Her husband insisted it was pain at and around the right buttocks generator site. A burning sensation was also reported at the right side device pocket. Her husband believed the pain was due to battery leakage as was proposed to him by a friend who is an electrical engineer. Interrogation of the device revealed that it was off and the amplitude was set at zero for the active group. Group and individual impedance testing was done with all results in normal limits. It was reported when the device was on the husband could ¿appreciate a palpable increase¿ in temperature over the generator. The device was not turned on as it was not really helping with her pain at that time. The plan of action was to remove the device on (B)(6) 2014, unless it was possible to do it any sooner. The patient and her husband were both insistent that the removal be done as soon as possible citing the increased pain as a direct result of some unexplained problem with the generator. It was noted the implanting physician was aware and was in contact with the ER during this incident. The patient was receiving pain medicine as well as a complete workup for the issue. Additional information received two weeks later reported the patient¿s system was removed on (B)(6) 2013. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the stimulator (sn(B)(4).) Found no significant anomaly. It was noted that the battery had a reduced capacity due to overdischarge as was expected. Analysis found that the set screw grommet was loose over the 8-15 port. According to the trace report obtained from the ins, the total recharge count is 886. The last recorded recharge session done while the device was implanted, was on 12/6/2013. The device was recharged 30 minutes. The battery charged from 3.815v to 3.845v. The oldest recharge record has the default date of (B)(6) 2000 showing the device went into the over discharge mode while implanted on or before (B)(6) 2013. Analysis from the heat test process found that there was no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data. Analysis of the leads (sn (B)(4)) found no significant anomaly. It was noted that the lead bodes had been cut through and the product segmented as common for explant damage. Analysis of the anchor (sn unknown) found no significant anomaly. It was noted that the titan anchor was separated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3550-39, lot# unknown; product type accessory product ID 3550-39, lot# unknown; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.